Event description:
It was reported that patient presented with restoration in hand. Part of screw in implant part in restoration. The dentist managed to get both parts out.

Manufacturer narrative:
Visual inspection has confirmed the reported event. The abutment screw was fractured. . The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes.¿